Event description:
It was reported that prior to the procedure, the product was inspected and the distal stent struts were pointing out. The product was not in contact with the pt and there was no pt injury. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.